Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer blood glucose level was 568 mg/dl. The customer went to the emergency room to address the bg. The customer received fluids and insulin to address bg level. The customer was discharged for the ER 15 hours later. Reportedly, the customer reverted to an alternate method of insulin therapy. Further information regarding event was not available as customer declined troubleshooting.